Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous right coronary artery (rca). A 3.50x16mm promus element drug eluting stent was selected to treat the lesion after pre dilatation was performed using a 2.5x15mm non bsc balloon catheter. The stent was unable to cross the lesion even after follow up dilatations were performed and the use of non bsc guide wires. As the physician removed the stent from the patient it came in contact with the distal tip of the guiding catheter. Upon inspection of the stent outside the patient it was noted that the proximal edge of the stent was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).